Event description:
Event description guidant received information that this implantable lead exhibited a decrease in r wave amplitude and an increase in pacing thresholds. A chest x-ray was obtained, which indicated the lead had moved. The physician has elected to have the patient return for defibrillation threshold testing. If successfull, the physician has stated that he will leave the lead in service. There were no reports of loss of capture or patient symptoms.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was later explanted and returned for an unknown reason.